Manufacturer narrative:
Sample has not been rec'd to MFR in time for this report. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
Event reported as: complaint alleges the tubing came apart from the plastic cuff. The incident occurred during high flow nasal treatment on a pt. As a result, the pt allegedly experienced some desaturation but had no lasting ill effects.